Manufacturer narrative:
The device was not returned for evaluation. There was no allegation of device failure. The risk of bleeding is documented in (B)(4), rev d, monarch bronch risk management report and is deemed to be acceptable. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented.

Event description:
On 03/26/2021, it was reported that major bleeding was discovered in a patient six hours after a monarch-assisted bronchoscopic procedure. The location of the target was the right upper lobe. The post procedure computed tomography scan showed a large right sided pleural effusion and a drop in hemoglobin that prompted a right thoracotomy with evacuation of the hemothorax and a right upper lobe wedge resection. No obvious site of the bleeding was found intraoperatively. The physician believed that the cause of the bleeding was the mass itself. The patient was not on anticoagulants and the biopsy possibly precipitated the bleeding. This adverse effect is related to the procedure and is a recognized outcome of a bronchoscopic guided lung biopsy. Contributing factors are that the lesion was found to be adenocarcinoma and more prone to bleeding that normal lung tissue. The patient did require a four-unit blood transfusion and was discharged on (B)(6) 2021.